Manufacturer narrative:
(B)(4): the customer reported that the cardiograph ECG interpretation failed to identify an atrial flutter. There was no report of adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the cardiograph ECG interpretation failed to identify an atrial flutter. There was no report of adverse patient impact.